Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with asymptomatic low flow alarms associated with possible inflow cannula mispositioning. The software upgrade performed significantly decreased the amount of low flow alarms almost to zero; however, the patient remains admitted to the hospital on the transplant waitlist and currently status 3 on the list due to the malposition. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pump malposition could not be conclusively determined through this evaluation. The report of low flow alarms was confirmed through the esr submitted by an abbott representative. The account communicated that the patient experienced low flow alarms associated with possible inflow cannula malpositioning. The account requested a software upgrade on the patient¿s controllers with a low flow hazard alarm threshold set to 2.0lpm and the updated software was successful on the patient¿s controllers. According to the account, the software upgrade significantly decreased the amount of low flow alarms almost to zero the patient was ultimately transplanted on (B)(6) 2021. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation (captured under MFR. Report # 2916596-2021-04032). The heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.